Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating that unit where remote monitoring comes in, there is no volume. The device was in use on patient at time of event, there was no adverse event reported.